Event description:
The customer reported a heparin over infusion. A pt was in transport to a procedure with heparin infusing and a sys error occurred and the devices shut down. The nurse programmed the heparin at a higher rate than what was infusing prior to the devices shutting off. The nurse did not have another nurse verify the programming. There was no pt harm or med intervention reported. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received and an eval is pending. A follow up report will be submitted once the eval is completed.